Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that when the patient said, ¿the pump never worked¿, they meant that the hcp never refilled the pump. The cause of the ¿coiled up catheter/were not into the intrathecal space¿ was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving fentanyl 5000 ml via an implanted pump. It was reported that the pump had never worked and that the pump was placed in minimum rate mode the entire time. She stated her previous managing doctor never refilled the pump. Today the pump had roughly 11 mils of clear fluid. It was supposedly fentanyl 5000 g per mill. Upon opening the insertion point in her back, all the tip and the catheter coiled up at the insertion site. They were not into the intrathecal space. Action/intervention: removed the entire catheter and the pump. The system will be replaced in the future. The healthcare provider (hcp) has no further information. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient medical history was chronic pain. The patient status was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2018. Explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-jan-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.